Manufacturer narrative:
The screw was examined under magnification. There were no noticeable manufacturing defects on the screw that contributed to the fracture of the plate. The screw shows relatively little wear on the locking thread portion of the screws and under the head. Additional mdrs associated with this event: 3025141-2017-00046: follow up 1. 3025141-2017-00067: screw 1. 3025141-2017-00068: screw 2. 3025141-2017-00070: screw 4. 3025141-2017-00071: screw 5. 3025141-2017-00072: screw 6. 3025141-2017-00073: screw 7. 3025141-2017-00074: screw 8.

Event description:
An anterior clavicle plate broke post operatively. The plate and eight screws were explanted.